Event description:
It is reported that the tibial component of the uni knee collapsed requiring a conversion to a total knee.

Manufacturer narrative:
Evaluation summary: the reasons for revision were indicated as pain and loosening. The devices were implanted for approx 2 yrs and 8 months. No product or x-rays were returned for evaluation. The pt is described as a (B)(6) male, (B)(6). Other pt demographics are unk. Based on the limited info provided, a definitive cause of the alleged complaint cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.